Event description:
The pt experienced stimulation only on one side of the body following a pocket revision. Increasing the voltage did not resolve the issue. Further info was requested.

Manufacturer narrative:
(B)(4).